Manufacturer narrative:
MFR name, city & state, MFR site. Report source: correction. Device manufacture date: additional information. Manufacturer's investigation conclusion: the report of kinking in the motor cable was confirmed during the investigation of the returned centrimag motor. The returned motor was evaluated and tested by the service depot. The reported kinking in the motor's cable was confirmed during visual inspection. Due to this damage the motor failed the centrimag motor service process. Although the root cause of the observed damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the motor's cable during use. As a note, the motor was manufactured (B)(6) 2006, making it almost 13 years old. The damaged motor was scrapped. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the motor showed kinking on the motor cable. No additional information was provided.